Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. An alarm log review and visual inspection identified an f-38 alarm. The alarm was caused by defective force sensing resistors (fsr's). The fsr's were replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.